Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -7.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a toric lens due to blurred vision. The problem was resolved. The cause of the event is unknown. Reportedly, "replace astigmatic crystals based on postoperative optometry results."

Manufacturer narrative:
A4-a6: unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).